Event description:
It was reporrted that the device was used during an unk procedure. It was reported by the rep that the surgeon used a 355ld trocar and found the safety shield activation mechanism would not stay engaged. The surgeon completed the case with a new 355ld instrument. There was no pt consequence.